Event description:
Reference importer # (B)(4).

Manufacturer narrative:
The customer is replaced the hard drive and the issue was resolved. The hard drive was disposed of by the customer. Replacing hard drives every two years is a part of preventative maintenance noted in the service manuals, but the customer stated that they have never replaced the hard drive on this unit has since the unit has been installed in 2009.